Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient was admitted to the hospital due to traumatic subdural hematoma. A tracheotomy was performed on the patient, and when the tracheotomy bag was opened and the probe was used it was found that the probe hose was bent. After straightening it, it could not be used normally, and the tracheotomy bag was replaced. There was unknown signs or symptoms experienced due to this event.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.